Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that the receiver displayed a hardware error on (B)(6) 2014. Patient wore sensor for 9 days which is considered off-label use. Patient was advised to reset the device and the outcome was successful. At the time of contact, patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).